Event description:
Boston scientific received information that this right ventricular lead displayed noise and low pace impedances. A lead revision procedure was performed where the lead was cut and capped. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.